Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced abdominal pain while performing pd therapy on the homechoice device. The event occurred during dwell and the patient was connected. The patient was transported to the emergency room via an ambulance for the event. It was not reported if the patient was hospitalized. Treatment for the event was not reported. The patient outcome was not reported. Additional information is not available.